Event description:
It was reported that during a follow-up, the atrial lead exhibited low impedance and oversensing. The lead remained implanted and the patient was in good condition. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.